Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a bi-ventricular pacemaker procedure using a left-guided lead in the subclavian vein. The whisper ms guide wire was advanced but got stuck subintimal in the vein. During withdrawal of the guide wire, the guiding catheter sheared off the tip in the coronary sinus. An attempt was made to snare the separated tip, but was not successful. It was decided since the tip was in the subintimal space, it would not move or cause a problem and was left in the anatomy. There was no adverse patient sequela or a clinically significant delay in procedure. The procedure was successfully completed after a lead was placed using another whisper guide wire. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported separation was confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the guide wire. The reported difficulty to advance/position was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The reported patient effect of dissection is listed in instructions for use guide wire hi-torque guide wires ce/FDA (IFU) as a known patient effect of the procedure. It should be noted that IFU states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the reported IFU violation does not appear to have caused or contributed to the reported complaint. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported/noted difficulties appears to be related to operational circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling against resistance during retraction resulted in the tip separation and subsequent damages to the wire. The noted teflon coating damage likely occurred during retraction through the torque device and/or other devices used in the procedure. Additionally, the reported patient effects and treatment appears to be related to the operational circumstances of the procedure as the separated tip was left in the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.